Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and the device was found to operate per specification. A review of the alarm log did not reveal any issues. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The reported condition was not verified. The device was found to operate per specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-22 alarm. This occurred when the device was turned on. There was no patient involvement. No additional information is available.